Manufacturer narrative:
The reported event was confirmed and the definitive root cause could not be determined. The device was scrapped by the manufacturer.

Event description:
It was reported that the ivas balloon did not deflate during a procedure. The procedure was completed successfully using back up equipment. There was no clinically significant delay, no medical intervention and no adverse consequences reported with this event.

Event description:
It was reported that the ivas balloon did not deflate during a procedure. The procedure was completed successfully using back up equipment. There was no clinically significant delay, no medical intervention and no adverse consequences reported with this event.